Event description:
It was reported that for a pacer-dependent patient the lead exhibited low pacing lead impedance and high capture threshold. The lead was capped and replaced. The patient was fine after the procedure.